Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating stop of ventilation, together with other alarms for ventilation and communication errors. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. The expiratory channel pcb(printed circuit board) was replaced as per service manual recommendation and returned for investigation. The evaluation of the returned device logs show that alarms indicating a ventilation error and communication error were generated. The alarms were muted by the operator and when a simulated ventilation session was started, an additional alarm indicating disabled valves was generated. After the device was restarted, the alarms were no longer active or reproduced. The returned expiratory channel pcb was installed in a ventilator for simulated use testing. Pre-use check and a simulated use test in ventilation mode passed without deviations. The investigation of the returned expiratory channel pcb did not generate any technical error codes or malfunction, it worked as expected. The investigation findings do not lead to a clear conclusion about the cause of the reported event. (B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).